Manufacturer narrative:
There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the subject device was not explanted. Therefore, the root cause of this event can not be investigated. Stenosis of an implanted valve, like regurgitation, may be a manifestation of structural valve deterioration. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle and can be, depending on the severity, an indication for valve replacement. In this case, the patient underwent a valve-in-valve procedure through right femoral approach. A tte was performed on (B)(6) 2007 or 7 months post surgery of the subject valve. Per hcp, "the bioprosthetic stenosis did not appear after surgery, therefore not a prosthesis-patient mismatch (ppm) of the surgical valve no further actions are possible with the available information.

Event description:
It was reported that a (B)(6) male patient underwent a valve-in-valve procedure after an implant duration of approximately 6 years due to severe bioprosthetic stenosis. Per the health-care provider (hcp), the procedure was done under conscious sedation. Right femoral approach (rfa) access was obtained with 2 proglides using percutaneous approach. There was some difficulty crossing the valve with the wire. The hcp decided to do a balloon aortic valvuloplasty (bav). Bav was done under rapid ventricular pacing (rvp). The 26 mm edwards sapien valve which was prepped with 2 ccs less was quickly inserted and deployment was done. The sapien valve was in excellent position with ventricular end of the stent positioned 3-4 mm below the surgical valve¿s ring. There was no pvl noted on angio. Patient left the room in stable condition. No other details reported.

Manufacturer narrative:
Additional manufacturer narrative: submitted follow up MDR to report correct model name, model number and serial number of device.